Manufacturer narrative:
Concomitant medical products: product ID 694958 lead, implanted (B)(6) 2005; 5076-45 lead, implanted (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was exhibiting and had a history of t-wave oversensing (twos) and that the patient heart rate was in the 40's (beats per minute). It was also reported that approximately 4 years previously the ICD set screw was repositioned, 2 days post-implant. The ICD and the lead remain in use. No further patient complications have been reported as a result of this event.